Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy because he had found air in the patient line during initial drain on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) in ending therapy on hc machine. The hp to restart with new supplies. During a follow up with the hp regarding the air in line, the hp explained that his wife had done the setup, and she had accidentally forgotten to open the clamps during priming. The hp stated that's how the air might have gotten in the line. The hp stated that they did not discuss this event with the nurse because they knew what they had done wrong and were aware of the proper procedure, in terms of not leaving clamps closed during prime. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the caregiver set up the supplies with the clamps in the improper positions. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the air in tubing is user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.